Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery, they noticed that the lens became lodged in the surgical incision, and when the surgeon attempted to remove it to correct the issue, the haptic was damaged. Procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.